Event description:
The implant wore out after thirteen years and was successfully revised.

Manufacturer narrative:
Summary of evaluation: the information provided, including the reported 13 year implantaion period, and the examination results are insufficient to determine the cause of this event.